Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as the issue was discovered during deployment.

Event description:
During deployment, the user is questioning the device's ability to analyze.